Event description:
International customer reported that the suture broke approximately 24 hrs following an exploratory laparotomy. The patient was returned to surgery for repair. The patient was reportedly coughing or vomiting at the time of the reported event. Additional info was requested; no further info was received.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: code: 8434t, lot: 131269, mfg: 10/28/2008, exp: 10/31/2013. Code: 8424t, lot: 132933, mfg: 11/03/2008, exp: 11/30/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.